Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, episodes of ventricular noise due to suspected external interference were observed. Further evaluation was planned. There were no adverse consequences to the patient. No further information is available.